Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, loss of capture, and low r-wave amplitudes. Subsequently, this lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.